Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that a transtelephonic check showed av pacing at 48.7 ppm and the patient was brought to the office. Interrogation of the device showed dashes (---) and new parameters could be stored but not programmed.